Event description:
In 2008, it was reported to boston scientific corporation that an endostat ii electro-surgical generator was being tested by the hospital's biomed department two days prior. According to the complainant, "there is no output when ablating."

Manufacturer narrative:
The device has not been returned. The cause of the reported malfunction is undetermined. The 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.